Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd did not receive photos or samples and the material number and lot number are unknown. Therefore, the investigation is limited. The customer requested technical information on the sst tube type. This information was provided to the customer. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced clotting/micro clots/fibrin clots the following information was provided by the initial reporter. The customer stated they are "experiencing fibrin issues. We are experiencing a high number of fibrin clots and we are trying to troubleshoot by ensuring we are using the product correctly."